Event description:
It was reported that before an arthroscopic procedure, the facility noticed that the fused light cable, ar-3240-5027, is burned. The case was completed by using another ar-3240-5027 without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection, no further investigation is required per (B)(4). The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause for the reported failure can be attributed to misuse due to damage to the device.